Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator battery pack and the generator driver board and the x-ray regulator board and the high voltage tank as well as the high voltage tank cable. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would display a hill milliamp error message. No patient injury was reported.